Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left artery. The 80% stenosed, 3.0x32mm, eccentric, de novo target lesion was located in the severely tortuous and moderately calcified left anterior descending artery which contained >45 and <90 degree bend. A 3.00 x 32mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noticed that the tip of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.